Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention (pci) for a target lesion located in the coronary artery. Initially, a shockwave balloon was advanced but failed to cross the lesion. Subsequently, a 3.0mm emerge balloon catheter was successfully advanced and inflated with minimal waste. A 3.50 x 48mm synergy xd drug-eluting stent (des) was then selected for treatment, but it also failed to cross. However, during removal of the des system, a strut became stuck and began to come off of the distal end of the catheter. After tugging at the des system, the shaft broke. A snare was then used but it was unsuccessful. Shortly after, the patient underwent coronary artery bypass grafting (CABG), but unfortunately, the patient died. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).